Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32 x 3.00mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted due to scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x3.00mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 32x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted due to scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.